Manufacturer narrative:
Additional information has been provided in h.6. And h.10. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The handpiece was received for evaluation. A visual assessment of the returned sample found no nonconformities. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test the temperature of the hp was measured per specification (ps) and was found to be within specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. Therefore, the customer reported event was not able to be confirmed. The handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the handpiece got very warm. Procedure details and patient impact were not provided. Additional information has been requested and is not expected.